Event description:
Adverse event(s): "10-15 minute delay in surgery." (No code available); "10-15 minute delay in surgery." (Surgical procedure, delayed). Product problem(s): "unit displayed system message" (device displays error message). A nurse reported, prior to starting the case, a system message was displayed. The system advised the user to turn off the overhead lights and reboot. Another system message was received. The facility was then advised to clean the cassette ID sensors, to manually exercise the top left pin, and to reboot the system again. The system message did not clear. The system was then switched out and the case was completed. The patient was on the table and blocked when the issue occurred. There was a delay of 10-15 minutes.

Manufacturer narrative:
A company service representative examined the system. The fluidics and matching controller were replaced. All parameters were rechecked. The system was then tested and met all product specifications. Replaced parts are being returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).